Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels of 352 mg/dl and it was addressed with correction boluses. Reportedly, the customer is eating food and not bolusing accordingly. It was noted that the customer is stressed and does not know how to correctly count carbohydrates. The customer declined troubleshooting with tandem's technical support. Recommendation was made for the customer to contact their healthcare provider regarding bg levels.